Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from march 12, 2019 - march 14, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date between from (B)(6) 2019 and (B)(6)2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty five (25) small volume folfusors leaked. It was further reported that after a short period of time after the blue winged cap has been placed, the drug is precipitating around the edges of the wing cap. There was no patient involvement. No additional information is available.